Event description:
Customer reported by phone through kit booking specialist an event of breakage of the product involved. The event occurred during a surgical procedure. The surgeon completed successfully the procedure using another item available in the theatre.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was discarded by the customer and was not returned to the manufacturer. Should additional information becomes available, the evaluation summary will be submitted in a supplemental report.